Event description:
It was reported that at the end of a lap gastric bypass, the ecr60b cartridges were loading but not snapping into the device. Another like device was used to complete the case. No pt consequnces were reported.

Manufacturer narrative:
Eval summary: two long60 devices (a-b) were returned. Device a was returned with the handle shrouds open and with no other visual non-conformances. The device was loaded with an unfired ecr60b cartridge with no visual non-conformances. The device was tested for functionality with the returned cartridge and it achieved a complete 3-stroke fire without any difficulties noted; however, when actuated, the returned cartridge slipped out of the channel. It should be noted that a cartridge might slip out due to a channel non-conformance. Device b was returned with no visual non-conformances. Two ecr60b cartridges were returned along with the device; they were noted to be unfired and with no visual non-conformances. The device was tested for functionality with the returned cartridges and it achieved a complete 3-strokes fire without any difficulties noted. Event described could not be confirmed, as the cartridges properly remained seated through out the complete firing cycle; they did not slip out. The analysis results showed that 18 ecr60b sterile cartridges were rec'd. Four cartridges were opened of different batch numbers and tested for functionality with a test device. The device achieved a complete 3-strokes and fired without any difficulties noted. The cartridges were placed on the device without any difficulties and did not pop out of the device during the analysis. A batch record review was performed and no anomalies were found during the mfg process.